Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since their date of implant (doi), it was not working, which they clarified meant they were not getting 50% reduction in symptoms. The patient reported they could not really hold their bladder enough to get to the bathroom. They wanted to increase stimulation due to this. They were walked through connecting with the ins on the call and it was reviewed how to increase stimulation. They were initially getting device not responding, which was resolved by repositioning the communicator on the ins. They increased stimulation from 0.5 volts to 1.0 volts and stated they were feeling stimulation and stated it was comfortable, but a "little more". They decreased stimulation to 0.9 volts and confirmed they were feeling stimulation comfortably in the bike seat area and confirmed stimulation wasn't as strong. They mentioned feeling stimulation "slightly" at 0.9 volts and wanted to leave it there. They planned to monitor their symptoms now that a change had been made and follow-up with their healthcare provider if they still did not see improvement. A therapy/stimulation overview was reviewed, as well as expectations. The patient also reported that on friday night, on the date of implant, they rolled over on the side of the implant and reported it felt like knives were stabbing them and it was "so sharp". They never felt this with their previous ins (confirmed no allegation made against previous ins). The role of the help line was reviewed and the patient was redirected to their healthcare provider to discuss. They were trying to get in for a follow up appointment a week from today. They mentioned they liked their previous programmer and that they did not like technology (no allegation against function of current handset/communicator). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The following day, they reported that following increasing stimulation yesterday, it "worked for a while," and then they noticed last night they were no longer feeling stimulation. They reported again they were not able to hold their bladder long enough to get to the bathroom and it was worse at night. They inquired if they should increase stimulation again and therapy/stimulation expectations were reviewed. They planned to monitor their symptoms since they just increased stimulation yesterday. They noted they had an appointment scheduled with their managing healthcare provider. They inquired about how to know when they have to go to the bathroom and were redirected to discuss medical questions and symptoms/therapy with their healthcare provider. They planned to call back at a later time for assistance on how to increase stimulation if needed if they still did not see an improvement in their symptoms.

Event description:
Additional information was received from the patient. They reported that the second part was not working. They were going to the bathroom a lot. When they would run the sink water, they would have to go and could not make it into the bathroom. They went once they got up in the morning and then when they went to get their medicine they had to go again. Walking the caller through how to connect to the stimulator was attempted, but they kept getting 'device not responding'. They made sure they were not around electromagnetic interference (emi) and that the recharger cord was not plugged into the communicator. There were no bandages. They felt for the implant and placed the communicator vertically over the right side of the implant. They rotated it to 11 o'clock and 1 o'clock. They placed the communicator below the incision. They reset the bluetooth. Once the patient put the communicator above the incision they were able to connect. They were on program 3 at 1.0 volts and on the call they increased stimulation to 1.2 volts. They were advised to monitor their symptoms for a couple days and see if they improved. Their next doctor's appointment was scheduled for april 5th. While trying to troubleshoot, they mentioned that last friday when they rolled over on their left side it felt like knives stabbing them and they cried like a baby. It felt like knives stabbing them last night too. They said they were going to tell their doctor, and mentioned they wished they wouldn't have gotten this device. They reported that if they knew the handset was going to be so hard to use they wouldn't have got it, and said they liked their old patient programmer with the antenna.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.